Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the pericardiocentesis catheter was softer than usual when attempting to treat a tamponade. Due to unusual softness, the pigtail could not be advanced to drain the tamponade. Account states that a frequency ablation procedure caused the cardiac tamponade. The physician states that the procedure was emergent and life threatening. An emergent surgical drain had to be placed. Prolongation of hospitalization was required. The status of the patient is unknown.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.